Event description:
Additional information received indicated the right ventricular lead was capped and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the physician observed oversensing due to noise on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continued to be monitored.